Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device was sent down for having low flow issues, they drained it and was having issues filling. Biomed need a circulation pump, while trying to fill had biomed remove the fluid delivery line (fdl) and put finger over left port to feel for vacuum. No vacuum on left port even though pump was running. Per follow up information received on 13mar2024, spoke with biomed and device was not repaired onsite. Sent in under (B)(4) and repaired in depot. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was sent down for having low flow issues, they drained it and was having issues filling. Biomed need a circulation pump, while trying to fill had biomed remove the fluid delivery line (fdl) and put finger over left port to feel for vacuum. No vacuum on left port even though pump was running.